Manufacturer narrative:
System analysis/service repair on january 10, 2016: the reported issue of "system does not turn on" could not be reproduced. The field service engineer determined the temp sensor was switching off the system by precaution and that the technician tried to turn it on before the sensor had cooled. System was tested and verified to function according to manufacturer's specifications.

Manufacturer narrative:
Event description updated.

Event description:
Additional information received: "the patient was taken back to the operating room the following days."

Event description:
It was reported that during a procedure the "machine stop and screen turned black". The system was restarted with no success resolving the issue. The procedure was not completed due to the laser issue. Additional information was not reported. No harm to the patient was reported.